Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due to software error. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm, power loss alarm or beeps or flashing display noted. No unexpected pump error 2, pump error 15, pump error 28 or pump error 79 noted during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had physical damage as well as multiple error alarms. Customer stated that they removed the reservoir when attempting to clear a battery error alarm and a piece fell off. Self test and displacement tests were performed and passed. Customer further mentioned issues with the screen of the insulin pump going blank when rewinding the insulin pump and experiencing battery failure alarms. Customer also experienced a button error alarm. Customer's blood glucose reading is unknown and the device is being returned for analysis.